Event description:
It was reported that the patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade rotated at a low speed from the beginning and could not cut the target tissue finely. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate, because of a damage drive cable. It would not connect to motor drive during the evaluation. Furthermore, it is likely that the damaged cable drive prevented the blade from rotating as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.